Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the acetabular cup associated with this report was not received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : lot j86m95 a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Device history review : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon could not insert the dome hole cover in the pinnacle cup. The cup was successfully implanted. No adverse consequences known.